Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.